Event description:
It was reported that the insulin pump alarmed for button error. Reporter was able to clear the alarm and continued using the insulin pump. Advised that we do not recommend continuing to use the insulin pump when it has alarmed for button error. Advised to inform the hospital about this and have them call for a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.